Event description:
It was reported to covidien on (B)(6) 2008 that a customer had an issue with a umbilical catheter. They customer reports that they placed an umbilical vessel catheter at the umbilical artery of a neonate. A blood loss occurred due to a leakage on the crossover between the luer-lock connection and the catheter.

Manufacturer narrative:
Submit date: (B)(6) 2009. Review of the device history records found that this lot met all specification requirements of quality. The entire catheter was received attached to a 5ml syringe; it was evident that the catheter was broken at the end of the moulded strain relief. The catheter was then visually inspected, the source of the break was identified as a partial break or fracture in the catheter wall at the end of the moulded strain relief. No evidence of mechanical damage or chemical surface degradation was observed. No evidence of damage from mfg was observed. An undamaged section of the catheter was tensile tested to evaluate the break strength of the catheter and it exceeded the minimum break strength specification for this catheter. The minimum catheter wall shaft thickness was measured and was verified to be within specification. It was concluded that the catheter was flexed (folded over / pinched) at the moulded strain relief which in turn caused the break at the moulded strain relief. A CAPA (corrective and preventative action) has been implemented.